Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 1999 - the patient was implanted with the perfix plug. Operative dictation notes the perfix plug mesh was sutured laterally to an unidentified mesh. On (B)(6) 1999 - the patient underwent an exploratory laparotomy and partial removal of the perfix plug. An unidentified mesh was also explanted. The operative dictation notes the perfix plug had eroded into the bladder. Adhesions were also noted to be removed from the mesh. On (B)(6) 2001 - the patient underwent right groin exploration and removal of the perfix plug. On (B)(6) 2004 -the patient underwent repair of a recurrent right inguinal hernia with a composix mesh.

Manufacturer narrative:
Based on the information provided it is unknown if the mesh caused or contributed to the reported event. Although no surgical intervention has been reported to take place after the implant of the composix mesh, we are reporting this due to the fact the patient reports chronic pain and taking prescription pain medication on a regular basis. Product identifiers have not been provided therefore a manufacturing review is not possible. If additional information is provided, a supplemental report will be submitted. See MDR 1213643-2012-00663 for information related to the perfix plug implanted on (B)(6) 1999.